Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. During troubleshooting, when checking the flow at zero, the average air was reading -239 standard liters per minute (slpm). The remote service engineer (rse) recommended that the customer should replace the flow sensor assembly and provided the customer with the part number of the replacement flow sensor assembly for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 28sep2025, 14oct2025, and 23oct2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.